Manufacturer narrative:
The insulin pump was recieved with a constant tone and frozen screen due to moisture damage to the electronics. Moisture damage was also found on the motor. No blank display was noted. The functional testing could not be completed due to the frozen screen. The insulin pump had a cracked case at the display window corner, cracked belt clip slot, and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump got wet going down a water slide. The screen went immediately blank and the customer noted moisture behind the display. The customer did not recall a blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.